Event description:
In 2008, the lay user/patient contacted lifescan alleging the one touch ultra link meter does not turn on. The pt did not allege any injury and denied seeking medical attention. The pt did not take any action regarding diabetes treatment as a result of the issue. The pt replaced the batteries per the owner's manual. The batteries are correctly installed. The battery contacts are in good condition. The pt is using correct test strips. This complaint is being reported because the product issue was not resolved during troubleshooting. The pt did not suffer any symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.